Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the circumferential pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that because the protection soft end in the distal of the sheath was too weak, it could not be sent into the femoral vein. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted. Removal of the dilator revealed its tip to have rough edges and potentially damaged. Evaluation of the sheath's functionality observed a successful engagement of the deflection mechanism, achieving and maintaining the intended curvature. Dilator and sheath interface was successful as the dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. The outer diameter of the tip of the sheath and dilator interface was measured within specification. Microscopic imaging of the sheath-dilator interface showed that the tip was bulbous, and the tapered edge of the sheath exhibited increased thickness of the black silicone material. These distal tip conditions impeded smooth transition into the patient anatomy. Inspection of the dilator confirmed damage at the distal tip. The condition of the returned dilator is consistent with historical investigations of dilators that sustained damage after insertion into a sheath, indicating that the returned dilator was damaged during a previous insertion.

Event description:
It was reported that during the circumferential pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that because the protection soft end in the distal of the sheath was too weak, it could not be sent into the femoral vein. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.